Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that during the first set-up of the day, the saline bag was filling during recirculation. The staff restrung the machine, and the saline bag began filling again in recirculation mode. The machine was in recirculation mode approximately 45 minutes. There was no pt involvement. The machine was pulled form service. The user facility declined an on-site evaluation of the device by the manufacturer.